Event description:
As reported by the edwards field clinical specialist, the sapien valve moved during deployment and was implanted in a 90:10 aortic position, resulting in severe aortic regurgitation (ar). A second sapien valve was subsequently implanted in a 60:40 aortic position within the first valve which resolved the ar. The patient was stable throughout the procedure. Per the implanting physician, the 90:10 aortic position of the first valve was caused by the rapid pacing rate being too low. The reduced pacing rate (120 bpm) did not adequately lower the patient's blood pressure which resulted in the valve being pushed aortic during deployment. The patient was paced at a lower rate due to concerns over the patient's blood pressure being low pre-procedure. The patient's ejection fraction (ef) was 50%. The native annular diameter was 22.6mm, and the native annulus was moderately calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the tavr procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per the implanting physician, the 90:10 aortic deployment position of the first valve was caused by the rapid pacing rate being too low and this resulted in sub-optimal blood pressure reduction. As a result, the valve was pushed aortic during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.